Manufacturer narrative:
Weight, ethnicity, race: unk. (Expiration date): unk, no serial number reported. Implant date: unk. Explant date: unk. (Device manufacturing date): unk, no serial number reported. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a patient experienced high vault. If additional information is received a supplemental medwatch report will be submitted.